Manufacturer narrative:
Blank fields on this report are the result of information not being provided by initial reporter. This device is used for therapeutic purposes. (B)(4). The product was not returned for analysis.

Event description:
It was reported that the system became unresponsive during a case and was intermittently showing wave forms. The case was completed with no patient impact. The biomedical equipment technician at the facility attempted to replicate the issue and tested all four channels without issue. The device has been used without incident since.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.